Event description:
The product was returned for investigation. The customer did not claim any injury. The product was approx. 5 years and 3 months old when the incident occurred. An investigation was done to look into the customers returned product. The investigator found that there was a cut on the cord at the strain relief. This occurred because the user was wrapping the cord under the switch. This created stress on the cord and caused it to break. The investigator determined that the customer was also misusing the pad by folding or laying on the pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The investigator also observed that the user had taped the switch together. The user was using the switch after it had a missing spring and broken housing. That is also misuse. IFU states "carefully examine before each use. Discard unit if it shows signs of deterioration."